Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue happened during the emergency treatment and it was completed on another system. The philips remote service engineer (rse) examined the system remotely, verified the logs and confirmed that the system was not booting up properly. Upon remote testing rse suspected that the sw bug in 2.o.o release caused the reported issue and it was resolved after system reboot. After rebooting the system this issue didn¿t reoccurred and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system on boot up did not progress to the clinical interface and kept going in loops trying to start up. The device was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.